Manufacturer narrative:
(B)(4). This complaint for a leak (problem code) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to report a system error 2240 alarm on the homechoice (hc) device during use. The home patient (hp) stated that his transfer set was loose. Follow up with the nurse revealed that she was unaware of the loose transfer set. The nurse contacted the hp and he told the nurse that the transfer set was loose and it looked like there was fluid leaking out. The nurse indicated that the hp was seen in the clinic since the event and the hp did not mention a loose transfer set. Therefore the transfer set was not replaced. The nurse stated that the "fluid was clear" and the hp was not placed on antibiotics. The nurse also stated that the hp denied any symptoms of peritonitis. The nurse confirmed there was no patient injury or medical intervention associated with this report and the hp was doing fine with no reported issues.

Manufacturer narrative:
(B)(4). The sample is not available at this time, should additional information become available, a follow up emdr will be submitted.